Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed error code 67 in logs. The fse stated art line extension cable was badly damaged causing alarms with unit. Unit was unable to get arterial signal with damaged art cable. Unit functions properly when damaged art line is removed. The fse was able to confirm nothing was wrong with unit itself by running tests with patient simulator. The fse confirmed customer abuse of unit. Removed damaged cable from service and gave to biomed to scrap. Unit passed all functional and safety tests per factory specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming internal device, communication failed and stopped working. There was no patient harm reported.